Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the implant site. Multiple reprogramming attempts were unable to resolve the issue, and no abnormal impedances were identified. As a result, surgical intervention was undertaken on (b)(6) 2026, during which the system was explanted and revised to address the issue. It is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event and patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: 5505979.